Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity alert warning occurred for rv lead impedance variation in last 60 days and 2 or more high rate ¿ ns episodes <(><<)>220 ms on (B)(6) 2015. (B)(4).

Event description:
It was reported that lead integrity alert (lia) triggered for right ventricular (rv) lead pacing impedance varying. There were episodes that were due to t-wave oversensing (twos). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.